Event description:
It was reported that patient was syncopal and went to hospital. Pacing spikes from pacemaker were observed for over one minute with no capture. An x-ray was performed that showed that the ventricular pin was not fully inserted into device. The patient was to have their pocket opened again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.